Event description:
.

Manufacturer narrative:
The neotech neobar has been manufactured since 1997 and an estimated (B)(4) pieces have been sold in the domestic and international market. This medwatch reports that the bar separated at the hinge between the stabilizing bar and the hinge that holds the adhesive tab. (B)(4). This material provides for a living hinge which means it can service for millions of cycles. The device in question was discarded and no lot # was available. We, therefore, took a sample of the same catalogue number and subjected it to a stress test of 100 cycles with no evidence of changes in the integrity of the hinge. Our poster for "directions for use" please note "6. Emergency removal". This instruction demonstrates cutting with a scissors at the hinge. This is the only way to quickly remove the bar and endotracheal tube in an emergency situation. There is no previous history of a similar episode. The material is stated as resistant to fatigue, and our stress test could not reproduce the episode, I, therefore, feel that we may conclude that somehow the hinge was inadvertently cut with a scissor or other sharp instrument. I cannot justify any other explanation at this time. Due to the unique one time occurrence, I do not believe any corrective action is necessary.